Manufacturer narrative:
(B)(4) the episense device was discarded by the facility and a evaluation could not be performed but a device history review was obtained for lot number 85624. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported on (B)(6) 2019 that a (B)(6)-year-old female patient underwent an off-pump convergent surgical procedure with left atrial appendage (laa) management. A pre-procedure transesophageal echocardiogram (tee) was conducted and no clots were in the left atrial appendage. The patient was not heparinized for the procedure. The posterior wall ablations went normal, although some adhesions were present from prior catheter ablations. Patient also had a history of mini mitral valve repair. The atriclip placement was a little more challenging as the laa had to be detached from the heart due to the adhesions. The surgeon could not place an atriclip prov but was able to successfully place an atriclip pro250. Approximately one week later, the patient experienced a stroke with slight issues with speaking and memory. The patient is recovering well. This was a procedural complication. There was no reported device malfunction.